Manufacturer narrative:
(B)(4). The customer reported that the unit would not charge the battery. The device was evaluated at philips. The issue was localized to a defective power supply and was replaced to resolve the issue.

Event description:
The customer reported that the unit would not charge the battery.